Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
It was reported to philips the device internal paddles did not work. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Additional information was requested regarding the use of the device, however, no information was available.